Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During evaluation at the manufacturer's service center, the device was observed to be alarming. The device's outer limit switch was adjusted to address the issue. During testing, the device stalled and the device's coupler was observed to be disconnected. The device's coupler was replaced to address the issue.